Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Initial diagnosis: lumbar instability. Approach followed: oblique lumbar interbody fusion (olif) and posterior lumbar fusion on (B)(6) 2015, olif (left-sided approach) was performed along with posterior lumbar fusion at l3 to l5. Two cages were placed at l3/l4 and l4/l5. Post-op, the patient had a pain for a week, which normally subsided within a couple of days following the surgery. On (B)(6) 2015, follow-up CT examination was performed at her outpatient visit which revealed that the l3/l4 cage was found cut into the l3 vertebral endplate. No fragments were remained in the patient. On (B)(6) 2015, pain in her groin region was noted. Eventually on (B)(6) 2015, a diagnosis of infection of the right major psoas muscle was made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.